Event description:
It was reported to the manufacturer by the end user, per the end user, "patient had damaged the bed pendant during a delusional episode. In doing so, it would no longer come down from the highest position. She proceeded to think she could walk when she cannot and fell from the bed breaking her leg just below the knee. She was transported by ambulance to (B)(6) in (B)(6) where she was treated and released. " (B)(4) was entered into our system.